Event description:
It was reported to philips that the at turn on unit gave check vent alarm about the battery. The respiratory therapist (rt) reports they could not turn the vent off at that point. The bio-med also found the backup alarm failed error code in the log. The device was not in use at the time of the event. There was no report of patient or user harm/impact. The device was evaluated by the bio-med with assistance from a philips remote service engineer (rse). The bio-med stated that at one point, he noticed the 24 vdc readout on the pneumatics page showed just 1 volt. The rse advised that with the ac power disconnected, it will not display 24 vdc. The bio-med found battery manufactured date was 2015. The bio-med stated they have a new battery and will install it. The rse advised the bio-med to replace the central processing unit(cpu to address the backup alarm error code and discussed cpu installation to include reinstalling the software options. The bio-med returned a call to the philips rse stating that the cpu was replaced and the v60 option codes were restored, which resolve the issue. The device remains at the customer site.